Manufacturer narrative:
(B)(4). One used set was received for evaluation. There was no manufacturing defect visible on any portion of the set. In an attempt to replicate the reported event, the returned set was then functionally tested for leakage per the specification and no leakage was able to be observed. No adverse quality trends of this nature were identified during the complaint review process for the reported catalog number. Based on the results of this investigation, no specific conclusions can be made regarding the cause of the reported event. The returned set met requirements according to specification, and the reported failure could not be reproduced. If additional pertinent information becomes available a follow-up report will be filed. Note: this case is being filed retrospectively as a result of a review of recent customer complaint information. Based on additional information and details provided in another complaint case, it was determined that this case is reportable in accordance with the requirements of 21 cfr 803. (B)(4).

Event description:
As reported by user facility: blood leaking from the y-site.